Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: section d2a was updated to "sureform 45 reload blue", d2b was updated to "nay", and d4 was updated to "48345b".

Manufacturer narrative:
The sureform involved in this complaint has been received and tested by failure analysis. The sureform stapler instrument was analyzed and found to have lodged reload pieces in the I-beam assembly. The instrument was placed on an in-house system and found to pass the recognition, engagement, and initialization. There was no visible damage to the instrument. The I-beam assembly was extended and multiple reload pieces were found to be lodged inside. An intuitive surgical failure analysis engineer performed an additional review, and the following additional information was provided: these small fragments are not likely to affect the grip axis to a degree that would cause engagement to fail. This is further evidenced by the fact that no failures were replicated during in-house testing of the device. However, based on their color and size, it is possible that those fragments are from the cartridge of a blue reload. A review of the procedure logs shows that a blue reload was successfully fired prior to the grip axis engagement failures. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 45 stapler was faulty when inserted into the arm. The led did not turn blue and remained yellow. The customer attempted to reseat the instrument several times but the issue persisted. The user completed the procedure with no further issues reported and no fragments fell into the patient's anatomy. No known impact or patient consequence was reported.